Event description:
Before implanting this left ventricular assist device, it was opened and primed with normal saline by a nurse on a surgical back table. During the priming phase it should not go above 3 watts. When it was powered on, it immediately went to 25 watts. Due to this malfunction it was not used on a patient. A backup device was used instead. The second back up device functioned correctly. Manufacturer response for left ventricular assist device, hvad (per site reporter): given to manufacturer field representative- they are investigating cause.